Manufacturer narrative:
(B)(4). Physio-control received the customer's battery and after evaluation, verified the reported issue. It was observed that cell #3 of the battery was depleted and measuring 0.34 volts at the terminal with no load. The battery had never been installed into a device. The customer received a replacement battery.

Event description:
The customer reported that the battery they received for their device was depleted and did not have sufficient available power to power their device. There was no report of any patient use associated with the reported issue.